Manufacturer narrative:
H3, h6: the device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation, the complaint reports left lower extremity lymphedema, which is reported as definitively related to the surgery. It is unknown how the issue was solved, and the requested x-rays and surgical reports have not been provided to date. Therefore, based on limited information, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
Patient suffered from postoperative left lower extremity lymphedema (moderate. According with the report, the event is definitively related to the surgery. It is unknown how the problem was solved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.